Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with a 380cc mentor smooth round high profile saline breast implant experienced left sided deflation post procedure. As a result, patient underwent removal and replacement with a 375cc mentor memorygel breast implant on (B)(6) 2021 .

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 16, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sm hps dv 380cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 380cc returned device. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior aspect measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation was performed for the finished device 9550673 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).